Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding an erroneously depressed enzymatic creatinine_3 (ecre3) result on a patient sample obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data files and the information provided by the customer. The instrument data showed that the reagent tracked down as expected, indicating no level-sense errors with the reagent probes, and there were no unexpected transitions. Quality control (qc) recovery was within the customer¿s expected ranges, and no issues were reported with the other patient samples, indicating that the ecre3 assay was performing acceptably. Standard troubleshooting actions were performed on the analyzer. There were no issues identified with the analyzer. Hsc concluded that a sample-specific issue cannot be ruled out. The analyzer is operational. The device is performing within specifications. No further evaluation is required.

Event description:
The customer reported to siemens that they obtained an erroneously depressed enzymatic creatinine_3 (ecre3) result on a patient sample on an atellica ch 930 analyzer. The erroneously depressed result was reported to the physician(s), and the result was questioned. The same sample was reprocessed on an alternate atellica ch 930 analyzer. A higher reprocessed result was obtained and considered correct. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed enzymatic creatinine_3 (ecre3) result.